Event description:
A review of service data detected a reportable problem. During servicing, the electrode belt receptacle on monitor sn (B)(4) was broken from the monitor case. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor's electrode belt connector was broken free from the monitor case and the white high voltage wire was disconnected from the defibrillator board, preventing the monitor from communicating with an electrode belt. The root cause for the damaged connector and disconnected wire could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.